Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endowrist stapler 30 instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint of incomplete stapling. The reload was found to have the knife exposed within the knife track. No damage found to the blade and lead screw. The reload was found to have a firing failure. Additional findings not reported by site: the reload cartridge was found to be damaged.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the curved tip stapler 30 completed clamping; however, stapling was incomplete. A similar backup da vinci instrument was used to continue with the case. The procedure was completed with no reported injury.